Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient (pt) can't use her device. Pt was not present during the call so it was unclear if the issue is related to the ins not being charged or controller issue. Pt was not present during the call. Ts reviewed to ensure pt has their external equipment (controller, ac charging cord and rtm). Redirected caller to nas to page rep to come out and do in-service and check patients device. Additional information was received from the patient (pt). Patient called back repeating they had a hard time turning stimulation on and off but they eventually got it to work. Patient stated they didn't use their stimulator much over the last year or so because they didn't usually need it as much. Patient stated the last couple days they noticed they were not feeling the stimulation in their legs as they should, they are feeling the stimulation in their abdomen so they wondered if the leads are okay or not so they would like a rep check them. Patient denied any falls/trauma. Agent reviewed manufacturer representative (rep) role and reviewed healthcare provider (hcp) resources for scheduling purposes. Agent sent an email to prs to update the pt's demographics. Additional information was received from a patient. Some of the patients response was illegible. When asked to clarify the inability to use the device, the patient stated that they "went to turn on the stimulator and after a while [illegible] [illegible] [illegible] in area not the area stimulator burning." The patient stated that they turned their device off for a short while and they still felt tingling and burning. They stated that they no longer know what to do about this. When asked what the circumstances were that led to their inability to use the device, they stated that "the burning and tingling [illegible] abdomen. The wires are (7?) Years old when I had system replaced." The patient mentioned that they never met or had a phone call with their doctor about this issue. To resolve the inability to use the device, the patient stated that they need to talk to doctor [illegible]. They also stated that "I need rep to come to nursing home to educate and tell me what needs to be done. I don't use stimulator much now. It's been almost 18-20 years since original implant."